Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient said they have had their implant for almost 5 years. It will not hold a charge. They have to charge it every day. It has to be defective. They need this taken out and replaced with a new stimulator. Their dr is ready to do it but needs the new device to put in them when they take the old one out. They have had it reprogrammed many times to count but it stays dead. It is supposed to help with their chronic back pain but it will not hold a charge. To do that they either need a new stimulator or to take this out. It isn't doing them any good. They are in a lot of pain because this is a defective implant. They have to keep getting injects to try and ease the pain. They can't just send it back after all it is implanted in them and isn't doing them any good at all.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.